Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown 52 metasul femoral head. Unknown 58 mm cup. Unknown liner. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a bilateral patient underwent left total hip arthroplasty and subsequently now is experiencing pain, difficulty walking, and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.